Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged from the right ventricle and moved into the superior vena cava (svc) resulting in high threshold measurements. The lead was positioned back into the right ventricle and remains in use. No patient complications have been reported as a result of this event.